Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in-clinic for routine follow up with pocket stimulation. Upon interrogation, the device was found to be in backup vvi mode. A device restoration was performed successfully. Patient will continue to be monitored with routine follow up. No further information available.